Event description:
The patient implanted for other chronic/intract pain (trunk/limbs) reported a loss of therapy. She fell in (B)(6) 2016 and since the fall her left leg had been numb and the implantable neurostimulator (ins) was flat on the skin. She felt stimulation but her leg feels different and wanted the ins to be checked. The patient was redirected to her healthcare provider (hcp).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had pain in their left thigh and increasing their stimulation did not help. These issues started on (B)(6) 2016. The patient was implanted for other chronic intractable pain of the trunk and limbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.